Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
This record (B)(4) is a duplicate of (B)(4). Please refer to (B)(4) for full investigation. The become aware date has been updated to february 18, 2025.